Manufacturer narrative:
Section a. Patient information is unknown. D4. Expiration date is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient who was to be implanted with an impella cp experienced an error that the purge cassette was not recognized by the automated impella controller when inserted to prepare the impella device for use. The purge cassette was replaced and the issue was resolved. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation. At the time of writing this report, the patient continues to be supported by impella cp.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. D9 added device was returned and the date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to detect purge cassette could not be determined as no logs were returned and issue did not reproduce with returned cassette.